Event description:
It was reported that during an unknown procedure, surgeon fired the powered circular stapler. Upon removal there was a hole in the tissue. Appeared that the tissue had been cut but only half of the staples were formed. Resulted in the patient getting a colostomy. The procedure was delayed.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # 421a82. (B)(4). Additional information was requested, and the following was received: what were the indications for surgery? Colostomy reversal what surgical procedure was performed? Colostomy reversal did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Dr. G. Fired the device ¿ is very familiar with the device where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown but typically is in the middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? Device fired fine, issues were discovered after firing. What confirmation was received that the device completed the firing sequence? Yes. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Yes. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. N/a. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? No because a large otomy was visible after the firing, if photos are available, I will send them was the staple line visualized endoscopically during the initial surgical procedure? Yes but only a third of the staple line had formed. The remaining two thirds of the tissue was cut without staples. How many days postoperative did the leak occur? N/a. How was the leak identified? N/a. What was observed at the site of the leak upon reoperation? N/a. How was the leak addressed? Colostomy. Additional information received: the regional sales team shared that a call was received from the supply chain that reported the device had misfired. Upon this information the sales rep drove back to the facility and spoke with the surgeons. Per this conversation dr. (B)(6) did not think it was a device issue as this could have been surgeon error. He uses the powered device and likes it. Dr. (B)(6) described to the sales rep a full cut with partial stapling. It was shared that dr. (B)(6) is pretty comfortable with the device and has used it approximately 7 to 10 times. Dr. (B)(6) has another doctor fire for her at times and dr. (B)(6). Is on the robot and places the anvil. No unusual noises were heard, but they did have a hard time removing the device. Once the device was removed the saw the hole. Additional information that was provided, they used 2 rotations to open the device, the purse string is hand sewn and the distal transection is done with an echelon60 (blue) and they were not sure if this was done in one or two firings. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2022. Additional information received: requested photos several times from the customer and have been unsuccessful. Maude report received: mw5111029.